Event description:
A tandem mobi cartridge alarm was reported. There was no adverse impact on the customer¿s blood glucose level, staying below 500 mg/dl (27.7 mmol/l). Customer support confirmed the alarm and instructed the caller to remove the cartridge and administer a 9-unit bolus, which was successfully completed. The caller was then able to reload the original cartridge and resume insulin therapy, resolving the issue.